Manufacturer narrative:
(B)(4). D10: cat# 00631006036 lot# 64394856 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation, the patient was revised due to back, buttock, and groin pain and leg length discrepancy. The head and stem were revised. It was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: d5. H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and review of the available records identified the following: an initial right tha was performed. The patient began experiencing pain from a leg length discrepancy on the right side. Range of motion was limited due to the pain. The head, stem, and liner were explanted with no issues noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.